Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle punctured the plastic catheter while using the bd nexiva¿ diffusics¿ closed IV catheter system. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was trying to insert the IV and the needle poked through a hole on the plastic catheter.

Event description:
It was reported that the needle punctured the plastic catheter while using the bd nexiva¿ diffusics¿ closed IV catheter system. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was trying to insert the IV and the needle poked through a hole on the plastic catheter.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.